Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided; cause was unknown. The customer declined to provide additional information regarding the issue. Reportedly a pump reset resolved the issue. No additional information was provided.